Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-03-14. H.6. Investigation summary: bd received 1 sample and 4 photos for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, the customer sample along with 5 retention samples from bd inventory, were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd syr abg preset 3(1.6) ll 22x1 eclipse bz there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event affected 100 units. The following information was provided by the initial reporter. The customer stated: "the syringe does not present pressure and proper stopper seal. When the acquisition is performed, the blood leaks past the stopper, which is a risk to professional health." 2023-01-23 additional information provided: - was batch 1181300 the only one affected? If there are more, please provide; yes, same batch. - was there any damage/impact to patient/health professional? There was blood leakage, which endangered the health of health professionals in the sectors that use this syringe, thanks to the ppe there was no damage to the health of any professional, but it greatly increased the chances of an accident at work due to biological contamination. - was medical intervention needed? There was a need for recollection due to the complications described above. - was there exposure of blood to mucous or skin? As reported above, thanks to the ppe, there was no direct contact, but it greatly increased the risk of accidents at work due to the contamination of biological material (blood). - if so, were pep actions taken? There was no direct exposure. - regulatory reporting #, if applicable; no, because there was no direct contamination.

Event description:
It was reported when using the bd syr abg preset 3(1.6) ll 22x1 eclipse bz there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the syringe does not present pressure and proper stopper seal. When the acquisition is performed, the blood leaks past the stopper, which is a risk to professional health."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
The following fields were updated due to additional information:b.5 describe event or problem: it was reported when using the bd syr abg preset 3(1.6) ll 22x1 eclipse bz there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event affected 100 units. The following information was provided by the initial reporter. The customer stated: "the syringe does not present pressure and proper stopper seal. When the acquisition is performed, the blood leaks past the stopper, which is a risk to professional health." 2023-01-23 additional information provided: was batch 1181300 the only one affected? If there are more, please provide; yes, same batch. Was there any damage/impact to patient/health professional? There was blood leakage, which endangered the health of health professionals in the sectors that use this syringe, thanks to the ppe there was no damage to the health of any professional, but it greatly increased the chances of an accident at work due to biological contamination. Was medical intervention needed? There was a need for recollection due to the complications described above. Was there exposure of blood to mucous or skin? As reported above, thanks to the ppe, there was no direct contact, but it greatly increased the risk of accidents at work due to the contamination of biological material (blood). If so, were pep actions taken? There was no direct exposure. Regulatory reporting #, if applicable; no, because there was no direct contamination.

Event description:
It was reported when using the bd syr abg preset 3(1.6) ll 22x1 eclipse bz there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event affected 100 units. The following information was provided by the initial reporter. The customer stated: "the syringe does not present pressure and proper stopper seal. When the acquisition is performed, the blood leaks past the stopper, which is a risk to professional health." 2023-01-23 additional information provided: was batch 1181300 the only one affected? If there are more, please provide; yes, same batch. Was there any damage/impact to patient/health professional? There was blood leakage, which endangered the health of health professionals in the sectors that use this syringe, thanks to the ppe there was no damage to the health of any professional, but it greatly increased the chances of an accident at work due to biological contamination. Was medical intervention needed? There was a need for recollection due to the complications described above. Was there exposure of blood to mucous or skin? As reported above, thanks to the ppe, there was no direct contact, but it greatly increased the risk of accidents at work due to the contamination of biological material (blood). If so, were pep actions taken? There was no direct exposure. Regulatory reporting #, if applicable; no, because there was no direct contamination.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for leakage was observed. Additionally, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd syr abg preset 3(1.6) ll 22x1 eclipse bz there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. This event affected 100 units. The following information was provided by the initial reporter. The customer stated: "the syringe does not present pressure and proper stopper seal. When the acquisition is performed, the blood leaks past the stopper, which is a risk to professional health." 2023-01-23 additional information provided: was batch 1181300 the only one affected? If there are more, please provide; yes, same batch. Was there any damage/impact to patient/health professional? There was blood leakage, which endangered the health of health professionals in the sectors that use this syringe, thanks to the ppe there was no damage to the health of any professional, but it greatly increased the chances of an accident at work due to biological contamination. Was medical intervention needed? There was a need for recollection due to the complications described above. Was there exposure of blood to mucous or skin? As reported above, thanks to the ppe, there was no direct contact, but it greatly increased the risk of accidents at work due to the contamination of biological material (blood). If so, were pep actions taken? There was no direct exposure. Regulatory reporting #, if applicable; no, because there was no direct contamination.